Event description:
It was reported the programmer auto reduced during an attempt to increase the amplitude. An impedance check was performed and no anomalies were found.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.